Event description:
Customer reported no reactivity with vra140, cells 3 and 6, and a patient with no previous history of anti-e. Customer stated the sample in question reacted 2+ with vs343 cell ii. Additional testing was performed using vrb138, and no reaction was noted (B)(4). Due to the lack of reactivity observed with the panels, the customer then performed crossmatch testing at ahg phase. Two units were compatible. Units were later transfused to the patient who experienced a transfusion reaction.ocd's medical director has classified this as not a serious injury.

Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. Satisfactory results were observed. (B)(4).